Event description:
It was reported that stimulation worked well for about six months, and then the patient could only feel it while in certain body positions. For the past week and a half the patient could not feel stimulation at all, and experienced increased baseline pain. The patient tried raising stimulation but got no response. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead, model 3887, lot# j0333861v, implanted: (B)(6) 2003, explanted: na. Lead, model 3887, lot# j0333861v, implanted: (B)(6) 2003, explanted: na. Extension, model 7489, serial# (B)(4), implanted: (B)(6) 2003, explanted: na. Extension, model 7489, serial# (B)(4), implanted: (B)(6) 2003, explanted: na .

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. The patient was reprogrammed by a manufacturer representative, and it was reported that the patient did not require hospitalization.